Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during clinical use on a patient, the cs300 intra-aortic balloon pump (iabp) unit , maintenance request code #1 was displayed.the machine was replaced and the treatment was restarted without any problems. There was no patient harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
It was reported that during clinical use on a patient, the cs300 intra-aortic balloon pump (iabp) maintenance request code #1 was displayed. There was no patient harm . A getinge field service engineer (fse) inspected the unit and was unable to reproduce issue. The fse states that it is highly likely that the atmospheric pressure could not be read, so the fse replaced the front end board (0670-00-0668) and performed internal dust removal. After a periodic inspection, record sheet and data record sheet were checked the unit was found to be in good working order. The failure analysis and testing dept. Received part number 0670-00-0668 pcb, front end module, serial number (B)(6) with a reported unit failure of maintenance code #1. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0670-00-0668 pcb, front end module, serial number (B)(6) into the cs300 test fixture and tested the front end board to factory specifications per the cs300 service manual. The fat could not verify the failure of maintenance code 1. Maintenance code 1 is atmospheric transducer offset failure. The offsets met factory specifications. The board passed testing. Retaining the board in the fat per procedure.

Manufacturer narrative:
A getinge field service engineer (fse) inspected the unit and was unable to reproduce issue. The fse states that it is highly likely that the atmospheric pressure could not be read, so the fse replaced the front end board and performed internal dust removal. After a periodic inspection, record sheet and data record sheet were checked the unit was found to be in good working order. At this time, the customer has not returned the available replacement parts for getinge to evaluate. A supplemental report will be submitted if the part is returned and evaluated.